Event description:
It was reported by a patient family member that the patient has a "bad lead." Further information was received that the right ventricular (rv) lead had a possible fracture and high impedance. There was no venous access to implant a new rv lead so the physician chose to switch the right and left ventricular leads in the device header and to consider lead replacement when the device indicates elective replacement in about two years. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : c2tr01 ipg, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the rv lead had intermittent sensing issues. The lead was capped and replaced with a chronic left ventricular lead the physician elected to insert in the rv port.